Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device oscillating head was broken and other components were worn and corroded with debris on them. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during an unspecified veterinary surgical procedure, it was observed that the blade on the sagittal saw attachment device came loose and fell out. It was confirmed that the doctor just held the silver knob in place when he performed the osteotomies. It was unknown if there were any delays to the surgical procedure. A spare device was not available for use so the original device was used to complete the procedure. There was no human patient involvement as this was a veterinary procedure. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.